Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a cardiac perforation, pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a nrg transseptal needle was selected for use. Prior to the procedure, a trace pericardial effusion was noted on baseline transesophageal echocardiography (tee). The implanting physician experienced difficulty obtaining a clear anterior-posterior (ap) view on ice but observed a good tenting of the septum in the inferior/superior view. The nrg needle crossed the septum even prior to using radio frequency energy. The needle was then retracted to the right atrium. After reviewing tee imaging, the physician proceeded with septal crossing using rf energy. As the sheath was exchanged for a was double curve sheath and the non-boston scientific pigtail catheter was advanced, the tee imaging physician noted that the previously observed trace effusion had increased in size. A pericardiocentesis tray was prepared, and contrast imaging of the left atrial appendage (laa) was performed. No contrast leak was observed from the appendage or into the pericardial space. Pericardiocentesis was completed and the patient was treated with protamine, IV fluids, and hemodynamic support provided by the crna (certified registered nurse anesthetists). A cardiothoracic surgeon was called for consultation. The patient received two units of packed red blood cells and was transferred to the operating room for surgical management. Intraoperatively, a perforation was identified in the left atrial wall near the right inferior pulmonary vein, which was determined to be the source of the effusion. The perforation was surgically repaired, and the laa was ligated. The patient tolerated the procedure well, with no further complications, and was transferred to recovery in stable condition. The device is not expected to be returned for analysis.

Event description:
It was reported a cardiac perforation, pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a nrg transseptal needle was selected for use. Prior to the procedure, a trace pericardial effusion was noted on baseline transesophageal echocardiography (tee). The implanting physician experienced difficulty obtaining a clear anterior-posterior (ap) view on ice but observed a good tenting of the septum in the inferior/superior view. The nrg needle crossed the septum even prior to using radio frequency energy. The needle was then retracted to the right atrium. After reviewing tee imaging, the physician proceeded with septal crossing using rf energy. As the sheath was exchanged for a was double curve sheath and the non-boston scientific pigtail catheter was advanced, the tee imaging physician noted that the previously observed trace effusion had increased in size. A pericardiocentesis tray was prepared, and contrast imaging of the left atrial appendage (laa) was performed. No contrast leak was observed from the appendage or into the pericardial space. Pericardiocentesis was completed and the patient was treated with protamine, IV fluids, and hemodynamic support provided by the crna (certified registered nurse anesthetists). A cardiothoracic surgeon was called for consultation. The patient received two units of packed red blood cells and was transferred to the operating room for surgical management. Intraoperatively, a perforation was identified in the left atrial wall near the right inferior pulmonary vein, which was determined to be the source of the effusion. The perforation was surgically repaired, and the laa was ligated. The patient tolerated the procedure well, with no further complications, and was transferred to recovery in stable condition. The device is not expected to be returned for analysis. It was further confirmed that the physician did not intend to cross the first time and could not clearly visualize where the needle crossed so he pulled it back to get the ideal crossing. The physician made mention that the anatomy was tough, heart rotated. Act was therapeutic when checked however protamine was given once the effusion was being tapped. It was reported that the patient made it through surgery, was extubated on post-op day one however began to decline and passed away on post-op day three believed to be due to septic shock. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5) and outcomes attrib to adv event (b2), in section b - patient codes, impact codes and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.